Manufacturer narrative:
Method - refer for the results of the imaging evaluation. Results - the review of the manufacturing paperwork verified that this lot met all pre-release specifications. Refer to medwatch # 2017233-2013-00730 for the report that was sent on the (B)(6) 2013 intervention.

Event description:
On (B)(6) 2013, the patient was implanted with three gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. Final angiography reportedly showed no evidence of endoleak. On an unknown date, a follow-up computed tomography scan identified a distal type I endoleak with no evidence of aneurysm enlargement. On (B)(6) 2013, and intervention was performed to repair the endoleak whereby the left hypogastric artery was intentionally covered with an additional device for distal extension on the plc231000. Final angiography showed resolution of the left distal type I endoleak. However, final imaging reportedly identified a distal type I endoleak in the right iliac artery that was associated with the plc231200. It was reported that both distal type I endoleaks were caused by inadequate seal zone (less than 10 mm) in the iliac arteries. The procedure was concluded, and the patient tolerated the procedure. On (B)(6) 2014, an additional procedure was performed to treat the right distal type I endoleak. It was reported the right hypogastric artery was coil embolized and two additional devices were implanted extending into the external iliac artery. Final angiography showed resolution of the endoleak, and the patient tolerated the procedure. On (B)(6) 2014, an additional procedure was performed to treat the right distal type I endoleak. It was reported the right hypogastric artery was coil embolized and two additional devices were implanted extending into the external iliac artery. Final angiography showed resolution of the endoleak, and the patient tolerated the procedure.